Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to non-physiologic oversensing and elevated short interval counts (sic). There was a slight increase in rv capture threshold. There were episodes that were classified as ventricular fibrillation (vf) by the implantable cardioverter defibrillator (ICD)&#149;t showed non-physiologic sensing. There was an inappropriate shock delivered. It was noted that rv lead noise discriminator applied in some episodes for noise but not others. It was further noted that there was an rv lead fracture and the clinician wanted to find a way to turn on left ventricular (lv) only pacing and prevent the rv oversensing from inhibiting lv pacing. Reprogramming was attempted but did not resolve the issue. The rv lead and the ICD both remain in use. No further patient complications have been reported as a result of this event.